Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument had a broken wire. The procedure was completed with no reported injury. On 12/30/2024, following additional information was received about the complaint: the large suturecut needle driver instrument was inspected prior to use with nothing out of ordinary to be noted. Surgeon was suturing the tissue when reported event was identified. The reported instrument did not collide with other instrument or tool during procedure. There were no issues related to opening/closing and left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. No fragments fell into the patient. The instrument was available for return to isi for evaluation. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.